Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box showed dates from (B)(6) 2016 and (B)(6) 2016. The black box also showed evidence of short battery life with a voltage drop on (B)(6) 2016. On investigation, the pump powered on with returned battery cap securely in place. Electrical current draws were measured to be within specifications. A "battery life" issue was not duplicated during investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.